Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 292.120.01, lot: 9800549: manufacturing site: balsthal, release to warehouse date: 14. Jan. 2016: the device history record shows this lot of 511 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed, and the used material was according to specification for instruments for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation conducted based on provided photos. Background: it was reported that there were two devices found damage when checked before an unknown surgery on (B)(6) 2018 to treat a proximal humerus fracture. The kirschner wire was bent and the end was torn. The insertion guide hole has clogged. There was no patient harm reported. It was unknown if there was a surgical delay related to the event observed. Investigation flows: broken and damage: visual (appearance not as expected) visual inspection: device was not returned. Visual inspection of the complaint device in photos provided in complaint attachment file titled "re material danificado_2" performed at customer quality (cq) confirmed the condition of a bent and broken k-wire, which agrees with the reported complaint condition. The wire shows multiple bends and the distal trocar tip has an oblique break and the broken off tip fragment is missing. The broken off tip appears to be lodged in the aiming/guide device (also in this complaint) based on the provided photos. Document/specification review: tabulated product design drawing for the family of kirschner wires with trocar tip was reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: a relevant dimensional inspection could not be performed because the device was not returned. Material analysis: the design specifies the device to be manufactured from 316l stainless steel. The raw material certificate was reviewed, and the used material was according to specification for instruments for surgery. Conclusion: a definitive root cause for the k-wire becoming damaged could not be determined based on the provided information. The most likely cause is rough handling leading to the device bending and ultimately breaking while in the aiming device. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There was no known reported patient involvement associated with the complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter street address and email address are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Discovery of damaged parts occurred prior to surgery. There was no surgical delay related to the event.

Manufacturer narrative:
It is unknown when device became bent. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes sales consultant. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure to treat a proximal humerus fracture on (B)(6) 2018, the locking compression plate system came with two damaged parts. K-wire 1.25mm length 150mm: the wire is bent and the end is worn. Insertion guide: the hole where the kirschner wire passes through is clogged by a piece of steel. Neither device was used in the procedure. It is unknown if there was a surgical delay related to the event. There are no reported patient consequences. This report is for a kirschner wire 1.25mm length 150mm. This is report 1 of 1 for (B)(4).